Event description:
It was reported that the device was implanted in 2008 and used to work perfectly until one opportunity the patient had started practicing boxing and received a blow to the implanted zone.

Manufacturer narrative:
(B)(4). (B)(6).